Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and the receiver. Patient performed a re-paring with the transmitter with bluetooth devices turned off which was unsuccessful for the reported issue. No additional patient or event information is available.